Manufacturer narrative:
Patient code added.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 21mm watchman laa closure device and delivery system were used. The closure device was deployed distally. There was no sign of effusion after deployment. The physician then performed a tug test and an effusion was seen. A pericardiocentesis was performed. The device was released. The patient continued to lose blood, so the patient was sent to surgery. During surgery, the closure device was removed and the laa was ligated. It was further reported that a perforation occurred. The laa was ligated with a non-bsc clip. The patient was stable and discharged two days post procedure.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 21mm watchman laa closure device and delivery system were used. The closure device was deployed distally. There was no sign of effusion after deployment. The physician then performed a tug test and an effusion was seen. A pericardiocentesis was performed. The device was released. The patient continued to lose blood, so the patient was sent to surgery. During surgery, the closure device was removed and the laa was ligated.